Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an 80% restenosed distal right coronary artery (rca) and circumflex (cx) artery. On (B)(6) 2015 the patient presented with st elevated myocardial infarction (instemi). Three (3) unknown xience xpeditions were implanted. On (B)(6) 2015, due to chronic occlusion of the circumflex artery, a new intervention was performed. The three stents in the rca looked very good. On (B)(6) 2015, another intervention was performed to treat the chronic occlusion of the cx. During the procedure, it was noted that there was focal restenosis in the distal stent in the rca. Pre-dilatation was performed with a 3.5 x 20 mm non-abbott balloon catheter at 30 atmospheres and a non-abbott drug eluting balloon was used to treat the stenosis. It was confirmed the patient was compliant with dual antiplatelet drug therapy (dapt). There was no clinically significant delay in the procedure. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The cine of the event was received and reviewed by an abbott vascular clinical specialist who concluded the following: the restenosis within the right coronary artery is confirmed. The treatment with a good result is also confirmed. There was no reported device malfunction and the product was not returned. A review of the lot history record could not be conducted because the part and lot numbers were not provided. The reported patient effect of restenosis, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.